Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing skin erosion at the pocket site.

Event description:
A report was received that the patient was experiencing skin erosion at the pocket site.

Event description:
A report was received that the patient was experiencing skin erosion at the pocket site.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure and there is no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.